Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - additional information. D4 model no: - correction - should have been blank on the initial. D4 catalog no: - correction. D4 serial no: - correction. D4 lot no: - correction. D4 expiration date - correction - should have been blank on the initial. D4 UDI: - correction. H2 type of follow up: - additional information/ correction. H4 device mfg date ¿ correction - should have been blank on the initial. H5 labeled for single use - correction. H6 ¿ additional information/ correction. H10: corrected data.

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.